Event description:
Pt for pe tubes. Sevoflurane used for induction. Delivered a maximum of 2% sevoflurane even 8% setting. Resulted in prolonged stage with pt coughing and laryngospasm. Treated with succinylcholine and atropine and changed to another agent. Called for outside svc. Problem identified with the absorber portion of the anesthesia machine. Vaporizer returned to svc.